Event description:
Ventilator screen became blank during negative inspiratory force maneuver while in use on pt. No adverse outcome noted. Upon review of the device activities log, vendor representative discovered ventilator had experienced multiple communication errors. Vendor replaced the device central processing unit (cpu).